Event description:
Two different dose volume histogram indexes were given for the same plan. The problem has happened on a number of occasions, and rptr can reproduce the problem at will. Rptr is still using the program, but not the dose volume histogram index portion.